Event description:
Study event. Device malfunction: full embolic protection basket; symptoms/ae: sluggish flow; time of symptoms: during the procedure. It was reported that during a right internal carotid artery stenting procedure, the physician noted sluggish flow through the embolic protection system. He aspirated the debris with an export catheter, which resulted in brisk flow though the protection device. The remainder of the procedure was uneventful. Although requested, there is no additional information available.

Manufacturer narrative:
The device was not returned. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this complaint. Are being filed as spearate medwatch reports.